Manufacturer narrative:
Investigation: bd did not receive samples and/or photos from the customer facility for investigation. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that mold was growing inside a 23 x .75 in needle x 12in tubing. Bd safety-lok¿ blood collection wingset package before use. No injury or medical intervention.